Event description:
It was reported that a computed tomography (CT) was performed and found a possible non-occlusive outflow graft obstruction. The patient was scanned for driveline exit site infection. The patient had no symptoms or low flow events on interrogation. The event log files captured no unusual events. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the onset of the driveline infection was (B)(6) 2024. The patient was admitted on (B)(6) 2024 with purulent drainage and was positive for staphylococcus aureus. The patient was prescribed antibiotics. No treatment was performed as the obstruction was non-occlusive. The patient was monitored for the obstruction and infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's driveline infection could not conclusively be determined through this evaluation. Additionally, the reported outflow graft obstruction could not be confirmed through this evaluation. The controller event log file contained events from 21mar2024 through 26mar2024. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 1 of the IFU lists adverse events, including infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complications. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.